Event description:
Complainant alleged that while attempting to defibrillate a patient. The device successfully delivered two shocks to the patient. While attempting to deliver a third shock, the device displayed "pacer fault 166", "defib fault 72", and "battery high voltage" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.